Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. The component was implanted in 1986, so the failure is most likely due to normal wear and tear of the device. No device failure has been alleged by the surgeon. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).

Event description:
During a rebushing procedure that was carried out the surgeon identified that the prosthesis was worn and required a revising. The original prosthesis was implanted on (B)(6) 1986.